Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(4). The stm noted an out-of-box failure of the drive manifold assembly (dma) while making repairs on the iabp for a previously reported issue. The repairs were completed using another dma. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
While performing repairs on a cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) noted an out-of-box failure of the drive manifold assembly. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Sustaining research and development (r&d) conducted the evaluation for the suspected oob drive manifold assembly and reported that during visual inspection one cable was found pinched, possibly done during installation. The valve was functional and it was tested. The drive manifold was installed in the cs100/cs300 test fixture, and testing was perform per procedure. Autofill calibration was performed five times and no failures were reported. Safety disk test was performed five times and passed. In addition k6, k6a, k7, k8 leak test was performed three times and no failures were found. Per procedure, the drive manifold will be discarded.

Event description:
While performing repairs on a cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) noted an out-of-box failure of the drive manifold assembly. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The suspected oob drive manifold assembly was sent to sustaining research and development (r&d) for evaluation. However, due to the ongoing impact of coronavirus disease (covid-19) outbreak; it has impacted getinge¿s ability to perform part evaluations necessary to complete the complaint investigations.  As evaluations become available, a supplemental report will be submitted.

Event description:
While performing repairs on a cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) noted an out-of-box failure of the drive manifold assembly. There was no patient involvement, thus no adverse event was reported.

Event description:
While performing repairs on a cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) noted an out-of-box failure of the drive manifold assembly. There was no patient involvement, thus no adverse event was reported.